Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming with a no suspension alarm. Customer found that the pump is giving a no delivery. Customer's blood glucose was over 400 mg/dl. Customer refused to troubleshoot and just wanted to know if he got the 2.5 units of insulin that the pump claimed to deliver prior to the alarm. Customer was advised that there is no way to tell and the best thing to do is monitor his blood glucose closely and to change out the infusion set as soon as possible. Customer was advised to revert to a back-up plan. Customer was upset that this has occurred about 4 times in the last 6 months. Customer was explained that the no delivery means the pump is working as designed and it is not a malfunction. Customer disconnected the line.